Event description:
It was reported, the patient experienced heating, power surges and over stimulation from his scs system. The patient reported he has fallen two times and x-rays were taken in (B)(6) 2013. The patient plans to have the scs system explanted at a future time.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.